Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the luer connection from the luer to the adapter on the infusion device is leaky. Patient reported an increase in blood glucose levels. No blood glucose reading was provided. Patient's normal blood glucose range was not provided. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product by the customer. Result infusion set: the returned unused and the two used transfer sets were visually inspected and tested for flow and tightness. There was no leakage found at the returned transfer sets. Additionally the dimensional accuracy of the luer was tested and was within specifications. Further finding were that the two used transfers sets were occluded behind the connector needle with insulin, which also leads to an increased blood glucose value. Cartridge: the two received used cartridges were visually, leak and glide force tested. Cartridges passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Adapter: the adapter passed the optical inspection and comply with the specification. The problem mentioned by the customer is related to mishandling of the product by the customer.